Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was in the ostium. Following the placement of the platinum chromium stent, the physician had advanced a guide catheter into the stent and "flared" the stent struts against the wall of the aorta. There were no clinical issues reported. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).